Manufacturer narrative:
Additional information: the implant was not returned for evaluation, so no results are available. A review of the device drawing found that titanium is present in the implant material composition, however, metal sensitivity/allergy is listed as a contraindication in the IFU so the system should not have been implanted if the patient/surgeon had known of a metal sensitivity/allergy beforehand. The complaint also specifically states that the revision surgery was to address adjacent level disease and does not specify what symptoms of allergic reaction were portrayed. Adjacent level disease would not typically be indicative of allergic reaction so without further information, no conclusions can be drawn.

Event description:
It was reported that a patient is having an allergic reaction to the titanium and nickel in the implants that were installed. The implants were removed during a surgery to address adjacent level disease progression. This is report seven of nine for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00151 thru 3012447612-2019-00159.

Event description:
It was reported that a patient is having an allergic reaction to the titanium and nickel in the implants that were installed. The implants were removed during a surgery to address adjacent level disease progression. This is report seven of nine for this event.